Event description:
A malfunction alarm with a code labeled "malf 16" occurred with no notable events happening prior. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the warranty and shipping address, and the customer to switch to multiple daily injections (mdi) as a backup therapy. The customer was briefed on putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.